Event description:
It was reported that the patient was frequently charging the implantable pulse generator (ipg). It was also stated that the patient was experiencing pain at the pocket site. The patient underwent an ipg replacement procedure and there were no reported complications postoperatively. Additional information was received that the explanted ipg was discarded by the medical facility and will not be returned.

Manufacturer narrative:
Block b3: exact date unknown, event occurred three months prior to the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was frequently charging the implantable pulse generator (ipg). It was also stated that the patient was experiencing pain at the pocket site. The patient underwent an ipg replacement procedure and there were no reported complications postoperatively.